Event description:
(B)(6) 2013, (B)(4): it was reported that the patient fell ¿so many times¿ that it moved. It was noted that the patient had a revision on (B)(6) 2013. Information omitted, see pe# (B)(4).

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).